Manufacturer narrative:
Lot number not available on the date of filing. Initial reporter name and occupation not available on the date of filing. Manufacture date not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument being used with a navigation system. It was reported outside of a procedure that the site's ratcheting handle was damaged. This was discovered after it was sterilized, there was no patient present.